Event description:
On (B)(6), I had a hernia repair surgery where they inserted the c-qur mesh. Soon after I developed severe pain, urination became very frequent. I also became very swollen. I also had shortness of breath. My pain was so unbearable that I could not return to work on my return date. I soon looked for a hernia specialist to receive a second opinion. The specialist advised me that due to the severity of my pain, he recommended to get another surgery to remove the mesh. I had the second surgery (B)(6) 2014. After the mesh was removed I felt a lot better. I felt that the mesh caused so much pain and damage to my life. I would not want any hernia patient to endure the excruciating pain I endured. It not only left me with multiple scars it also put my life at risk twice.